Event description:
It was reported to nova biomedical that a consumer experienced hypoglycemic event requiring medical intervention. During the call, it was revealed that the consumer improperly stores test strips as required in our directions for use. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.